Manufacturer narrative:
Product eval: the product was returned for analysis and the reported damage of broken haptic was observed; however, the complaint of pc tear could not be verified by eval of the product. Optic and haptic damage were observed. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated the account used an approved cartridge and handpiece; however, the viscoelastic used is not qualified for use with any cartridge types. Root cause: due to the presence of surgical solution, the root cause is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/21/2011 by faxed and mail. A completed questionnaire was rec'd on 04/27/2011. (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, a torn haptic was noted. In a f/u with the surgeon, it was reported that the haptic caused a rent in the posterior capsule during insertion. When the iol was being removed from the eye, one haptic came loose. The lens was removed through an enlarged incision. An iridotomy and vitrectomy was performed. The surgeon reported the event resolved and the pt is recovering. It is unk if the iol caused or contributed to the event. An unapproved viscoelastic was used during the surgical procedure.